Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a non-boston scientific catheter and coil were returned for analysis. The delivery wire was not returned. The distal end of the coil was protruding from the distal end of the catheter. Difficulty was experienced removing the coil from the catheter due to blood in the catheter. The catheter was cut in several sections in an attempt to remove the coil. The coil was inadvertently cut but the proximal and distal ends of the coil remained stuck in the catheter. Microscopic inspection noted that the zap tip shape and surface of the coil was smooth. As the coil was damaged, not all coil dimensions could be measured. Those that could were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush and was used during the procedure. Please note that the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ and ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 26may2016. It was reported that difficulty advancing and wire kink occurred. A 18mmx20cm interlock¿-35 was used to treat the moderately tortuous aneurism; however, resistance was meet when the coil was inserted into the catheter and the guidewire became crooked. The coil was slowly removed from the patient as it could not move forward. No patient complications reported and patient's condition was stable. However, device analysis revealed that the distal end of the coil was protruding from the distal end of the catheter.